Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4. Medical device lot #: 2364355. D4. Medical device expiration date: 31-dec-2023. H4. Device manufacture date: 25-jan-2023. D4. Medical device lot #: 3090757. D4. Medical device expiration date: 31-mar-2024. H4. Device manufacture date: 26-apr-2023. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd tube sst plh 13x100 5.0 plbl gold br, there were issues with poor barrier separation and insufficient additive. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the separator gel is presenting a bad performance, it's not properly separating the globular pack from serum. 160 units affected by poor barrier separation (80 each batch). The poor barrier appears only occasionally (approximately half of tubes). Approximately 25% of tubes do not present complete separation and detachment of fibrin in tube¿s walls. 25 tubes affected by fibrin (25% of a shelf pack, ~12 units each batch). Till this moment, no adverse events have been reported. There were no erroneous results nor clinical impacts reported yet. There was fibrin present in the serum in some cases. So far, no patients were reported to have abnormally high protein levels / protein disorder.

Manufacturer narrative:
H.6. Investigation summary: bd received four (4) photos for investigation. The photos were reviewed and the indicated failure mode for fibrin and poor barrier separation was observed. 400 samples were visually evaluated and all had the additive well dispersed on the tube walls. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to fibrin and poor barrier separation were observed. Only lot 3090757 could be tested as lot 2364355 had expired at the time clinical testing took place. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (poor barrier separation and fibrin) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to fibrin and poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd tube sst plh 13x100 5.0 plbl gold br, there were issues with poor barrier separation and insufficient additive. There was no report of impact to patient or user. The following information was provided by the initial reporter, translated from spanish: the separator gel is presenting a bad performance, it's not properly separating the globular pack from serum. 160 units affected by poor barrier separation (80 each batch). The poor barrier appears only occasionally (approximately half of tubes). Approximately 25% of tubes do not present complete separation and detachment of fibrin in tube¿s walls. 25 tubes affected by fibrin (25% of a shelf pack, ~12 units each batch). Till this moment, no adverse events have been reported. There were no erroneous results nor clinical impacts reported yet. There was fibrin present in the serum in some cases. So far, no patients were reported to have abnormally high protein levels / protein disorder.